Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 52 mg/dl and food was consumed to address the low bg. The customer had a back injury and the "injured condition" contributed to the low bg. Tandem technical support advised the customer to discuss the low bg with a healthcare provider.